Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that despite the pump volume being turned on, the volume was not audible. There was no impact to customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.